Event description:
During a remote follow-up, loss of capture was noted on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.